Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube blocked/occluded. Reported event of jejunal tube torn/split. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The exact procedure date is unknown, however, the tube was in place for 3 years. According to the complainant, there was a high pressure alarm with the duodopa pump. The jejunal tube was difficult to rinse because it had an occlusion. The patient tried to flush the tube using water and air, however, the issue was not resolved. The jejunal tube was pulled back and a nick/tear was found. The patient also experienced diarrhea and cramps. Reportedly, "the jejunal tube was corroded; it might hold for a year but there is a possibility that leakage will occur and replacement is required." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.